Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported pt with trace diffuse lamellar keratitis (dlk) of the right eye at one day lasik post-operative visit. The reporter indicated the pt's topical steroid dosage was increased followed by a scheduled taper. Additional info from reporter indicated the reported event resolved at the four day post-operative visit.